Event description:
The customer reported they have some tme 64 s's that the surgeons say they cannot attach to the heart properly because the zigzag portion of the bare wire is too far from the proximal electrode. The wires they have always used to have the zigzag section less than 1 cm from the wire insulation; however, the tme's the docs are complaining about have the zigzag 1.5 cm from the insulation.

Manufacturer narrative:
The reported event was confirmed by pictures provided from the customer; no device analysis necessary. The device history records and the complaint file of the device model were reviewed. No trend of the same or similar type was found or indicated. Non-conformance: spacing between zig-zag and end of insulation was out of spec. This might cause difficulty in placement in the heart. Risk conclusion: this failure has not caused patient injury and has not been in any way a threat to the patient health or life. This risk might cause difficulty in anchoring in myocardium and subsequently in electrical contact for sensing and pacing. The investigation revealed manufacturing procedure (B)(4) steps were insufficient; the manufacturing operator was one month on the job, insufficiently trained; and qa inspector missed the measurements, out of specification. On (B)(4) 2012, CAPA (B)(4) was issued. Corrective action: all affected tme lots will be identified as produced from (B)(4). Lots will be recorded in the product listing; oscor will issue a product recall 1035166-072512-001 for a total of (B)(4) tme heartwires, and will report it to the FDA on (B)(4) 2012; will issue and distribute a customer notification letter, collect and replace all affected products. The CAPA will be closed as soon as the recall is completed.